Manufacturer narrative:
The device referenced in this report was returned to shockwave medical, inc. For investigation. During investigation, it was found that the reported difficulty removing the catheter could not be replicated. Based on the reported event, when the physician attempted to pull the guiding catheter out of the lad, it was pulled deep into the left main (lm). This resulted in a dissection in the distal (lm), into the proximal lad and the circumflex (cx) arteries. A review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A shockwave coronary lithotripsy catheter was used on a patient who underwent a percutaneous coronary intervention (pci) procedure to treat a concentric de novo lesion in the left anterior descending (lad) artery. Access to the lesion was obtained via the left femoral artery. Prior to the procedure, the lesion was pre-dilated with a 2.0 x 15mm non-compliant (nc) balloon. When the 3.0 x 12mm ivl catheter was advanced to the target vessel, the balloon would not cross the lesion. The ivl was removed, and the lesion was pre-dilated again with a 2.75 x 20mm nc balloon. Afterwards, the ivl catheter was re-inserted along with a 45cm sheath to use as a support. The guidewire was already inserted into the lad artery and the ivl catheter was inserted over that wire through the guide catheter. This time the ivl balloon was able to cross and successfully delivered 60 pulses. When the physician attempted to pull the guide catheter out of the lad, the guide catheter was pulled deep into the left main (lm). This resulted in a dissection in the distal (lm), into the proximal lad and the circumflex (cx) arteries. The pci procedure was not able to be fully completed due to dissection. The ivl treatment was able to be completed, but the stent was unable to be implanted due to the dissection that occurred while trying to remove the ivl catheter. The pci was aborted, and the patient was immediately sent to surgery.